Event description:
Pt augmented with mentor saline implants. Seven years later, pt awakened and noticed left breast much smaller than right. Pt underwent explantation of left breast implant. Augmented with mentor saline implant. Implant was indeed deflated with no obvious defects seen.